Event description:
During an esophagogastroduodenoscopy (egd) procedure, a cook hercules 3 stage balloon was used. The balloon was advanced through the endoscope and was placed at the lower esophageal sphincter centered at the stricture. The balloon was inflated with water to stage 1 [18 mm]. The balloon was then inflated to stage 2 [19 mm]. At stage 3 [20 mm], the balloon ruptured. No section of the device detached inside the patient or endoscope. The procedure was complete with the device in question. The endoscope was removed from the patient. The balloon material had to be pulled off of the end of the balloon catheter in order to remove the balloon and catheter from the endoscope. This device was rec'd at cook for evaluation on (B)(4) 2013. Our laboratory evaluation confirmed the balloon material is missing. Information regarding the missing balloon material was communicated back to the medical facility. The location of the missing section is unknown. The initial reporter stated that a section of the device did not remain inside the patient's body; however the location of the missing section detected during our laboratory evaluation is unknown. The patient did not require any add'l procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product could not confirm the report as the balloon material was not returned with the catheter. According to the report, "the balloon material had to be pulled off of the end of the balloon catheter in order to remove the balloon and catheter from the endoscope". This would explain the absence of the balloon material in the returned product. Because of this condition the balloon could not be evaluated. There was evidence of adhesive at the proximal balloon joint. The distal tip was not with the returned device and was most likely removed from the balloon material as was stated in the report. The distal end was stripped of the balloon leaving the bare inflation cannula. The end of the cannula was rough and jagged indicating the tip was removed with an unknown force. The catheter had two kinks approximately 40 cm from the proximal hub. A product-specific discrepancy that could have cause or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to balloon material failure is inadequate lubrication of the balloon with a lubricating agent. The instructions for use dire the user to apply a lubricating agent to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use advice the user that negative pressure is needed to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon material failure care occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon". The instructions for use state, "maintain balloon deflation with negative pressure and introduce in to the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically. Monitor endoscopically until the balloon is in the desired position within the stricture". The instructions for use contain the following warning: during dilation do not inflate balloon beyond the maximum indicated inflation pressure, as this could result in overextension or bursting of the balloon. To achieve increasingly larger balloon diameters, increase pressure as indicated on the catheter tag. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage esophageal balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.